Event description:
The pt experienced a loss of therapeutic effect; no stimulation sensation. The stimulation was lost when pressure was applied to the implantable neurostimulator (ins) site. The pt's symptoms were at the paresthesia area and at the ins location. Impedances were checked and found to be abnormal on one of the contacts; the impedance measurement was not provided. They reprogrammed the ins around the abnormal impedance and the pt stated that the stimulation was consistent. The stimulation was checked when the pt changed positions and the pt still said the stimulation was consistent and not intermittent as it had been.